Event description:
It was reported that during implant attempt, the stylet could not be passed. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and no anomalies were found. However, there was blood in/on helix/lobe mechanism.